Manufacturer narrative:
Results: the strain relief was stretched at the proximal end. The velocity was fractured approximately 40.0 cm and 43.0 cm form the hub. Conclusions: evaluation of the returned velocity confirmed that the strain relief was stretched. If the device is forcefully manipulated during use, damage such as this may occur. Further evaluation of the device revealed fractures. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra catheter. During the procedure, while using the velocity with the catheter, the strain relief on the velocity broke but remained intact; therefore, the velocity was removed. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.